Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an anterior capsule tear during laser assisted cataract surgery. Additional information has been requested.

Manufacturer narrative:
After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).